Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1880 showed five other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported via medwatch "PICC was positional. It would only flush and draw back blood if arm was raised above head. Upon assessment, when arm was raised and retracted PICC 2cm, it had a good blood return and flush. PICC was unable to flush or draw blood when arm was returned down to side. Chest x-ray showed no kink in catheter. Suspected kink in catheter in arm, double lumen, was same lot number as previous piccs that we suspected kinked in the other pt arm".